Event description:
Customer reported that the t:slim x2 pump battery would not charge and the screen remained dark, making it unusable. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Despite various troubleshooting attempts, including using different charging cables and wall adapters, the issue persisted. Consequently, technical support decided to replace the pump. Customer reverted to multiple daily injections (mdi) to ensure continued insulin delivery while awaiting the replacement, which was then sent, albeit with a similar battery issue. Customer obtained settings from the malfunctioning pump to program into the new device.